Event description:
It was reported approximately one month post implant of the implantable pulse generator (ipg) system that the right atrial (ra) lead dislodged. The ra lead was explanted and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.